Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels, insulin pump had a blank display and sensor had inaccurate readings that triggered threshold suspend alarm. The customer was treated high with pump using a bolus. Customer's blood glucose value was 300 mg/dl. The customer¿s blood glucose was 300 mg/dl and the sensor glucose was 129mg/dl at the time of the incident. Troubleshoot was performed and the customer stated that insulin delivery was not suspended due to sg values. Sg and bg difference is not within acceptable range. The customer was assisted with troubleshoot and customer states the display was not blank less than 30 seconds. Customer states display is not blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. The customer reported that they delivered to bolus and he got low battery alarm. Customer could not to troubleshoot for high readings. The product will not be returned for analysis.